Event description:
It was reported during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken tip. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.186" x 0.605" was found to be broken off the grip and the broken piece was not returned. The instrument was found to have a broken molded insulator, likely causing the conductor wire to be broken at the distal tip. A piece approximately 0.176" x 0.390" was found to be broken off the grip. The broken piece was not returned. The root cause for broken instrument grips-tip and broken molded insulation is related to mishandling/misuse, such as excess force applied to the instrument jaws. Fields g5 and g7 are not applicable.